Event description:
Livanova deutschland received a report that, during priming, the s5 mast roller pump 150 displayed motor control problem and stopped. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 mast roller pump 150. A livanova field service engineer was dispatched the customer. To solve the issue, the motor control hms 0409 was replaced. Any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. Based on investigation findings, the root cause of reported event was traced back to an electronic fault of the electrical board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. No concerning trend was highlighted for reported failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.